Event description:
Healthcare professional reported "implant rupture, visible collections of fluid, cyst (not device related) and implant is more wrinkled" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. ¿ device wrinkling: observed. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "implant rupture, visible collections of fluid, cyst (not device related) and implant is more wrinkled" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.